Event description:
Customer's mother reported that her son was working outside in the rain when he received a button error alarm on the insulin pump. The blood glucose reading was 140 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.